Manufacturer narrative:
The reported issue of a failed leak test was confirmed as the instrument channel was found leaking due to an internal cut. Additionally, the pink colored coating on the probe unit is cut and the adhesive at the distal end forceps cover was peeled/missing. The distal side bending section cover adhesive was cracked. The ultrasound image has one broken element and the control knobs have play in the movement. The scope was repaired and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the clinical engineer at the user facility that a evis exera ii ultrasound gastro-videoscope was being returned due to a failed leak test during reprocessing. Upon inspection and testing, the scope was found to have peeled/missing adhesive at the distal end forceps cover and the pink colored rubber coating on the probe unit is damaged with a deep cut. No patient involvement was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the peeled/missing adhesive at the distal end forceps cover and the damaged rubber on the probe unit likely occurred from an external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.